Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer gave a correction bolus via the pump to address the event.